Manufacturer narrative:
Dates of death, event, and implant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: prognostic impact of heart failure history in patients with secondary mitral regurgitation treated by mitraclip.

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article: prognostic impact of heart failure history in patients with secondary mitral regurgitation treated by mitraclip. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported death could not be determined. The patient effect of death is listed in the mitraclip instructions for use as known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.